Manufacturer narrative:
(B) (4). Results: occlusion. Moderate iliac tortuosity. Conclusions: moderate iliac tortuosity.

Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.4 cm fusiform abdominal aortic aneurysm approximately 2 months ago. The angle between proximal aaa neck and main axis of aaa is 30 degrees, aortic neck diameter below the renals is 22 mm, and the length is 20 mm. There was moderate iliac tortuosity bilaterally. It was reported that the pt presented with right leg pain, groin to toes numbness and cold right foot. Tests showed probable occlusion at iliac level. The investigator assessed this as device related. Thrombolytic followed by stent placement in the right iliac limb of stent graft with restoration of flow to right leg and relief of symptoms. No additional clinical sequelae were reported, and the pt is fine.